Manufacturer narrative:
Device received no button response (act and up) button due to corroded keypad traces. Device received moisture damage at electronic assembly. Device was monitored and no constant tone during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture buttons are unresponsive. The customer blood glucose value 180 mg/dl at the time of the incident. The customer stated that the pump fell into water and they had error code and was unable to access the pump because the buttons were not working and the pump got wet. Customer stated a constant tone was occurring. The customer advised to discontinue use of the pump. The customer advised to revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.